Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# :(B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4) ubd: 16-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 1681 mcg/day via an implantable pump. It was reported that the patient was having a pump replacement for normal eri (elective replacement indicator) and the patient stated she has been having issues with increased spasticity for ¿awhile¿. It was unknown if there were any environmental, external or patient factors that may have led or contribute to the issue.the diagnostics and troubleshooting performed was they attempted to aspirate the catheter once disconnected from the pump without success. The actions and interventions taken to resolve the issue was the catheter was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.